Event description:
A malfunction alarm was reported, displaying a code that was addressed with guidance from technical support. The customer's blood glucose level remained within the normal range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support assisted the customer by providing instructions to reset the pump, leading to a successful resolution with no recurrence of the issue. The customer was advised to continue using the pump and to reach out again if the malfunction reappeared.